Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) pulled out from the collar, and numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-feb-2017. It was reported that the catheter failed to cross the lesion. The 12mmx3mm, eccentric, de novo, 95% stenosed target lesion, contained a more than 45 degrees bend was located in a mildly tortuous and moderately calcified mid left anterior descending artery. A guidezilla¿ guide extension catheter was selected to be used. However, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed complete separation at the collar with the ptfe pulled out from the collar.